Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? What is the current status of the patient?

Event description:
It was reported that during a laparoscopic low anterior resection procedure that the stapler misfired, the stapler would not release the tissue. Surgeon then cut out the anastomosis and performed an ileostomy.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r59d5m. Device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, marks were noted on the washer and knife. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer and knife is consistent with the device been fired over existing staples. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what were the indications for surgery? Lar diverticulitis and/or cancer. What healthcare professional fired the device and what is his/her experience with the device? Dr. He¿s been trained on the stapler and has used it consistently for years. Where in the green gap setting scale was the indicator located prior to firing? Solidly in the green. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. May not have retightened, it cannot exactly recall. Was the device difficult to close?no. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? No. Dr. Distinctly remembers the washer not breaking upon closing the firing handle. How may counter-clockwise revolutions of the adjusting knob were used to open the device? Dr. Rotated 3/4 to open, it did not release tissue. Were the donuts inspected? If so, please describe. Yes, the tissue was intact where the cut line was supposed to be and the staples all deployed and formed. Was a complete washer transection confirmed? No. The washer was not transacted. Were there any staple formation issues identified? No. What is the current status of the patient? The staple line was cut out, the stapler was removed and the bowel was re-transected using the contour. The patient then received an ileostomy. Pt. Is doing well.